Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose of 21 mg/dl and current blood glucose value was 169 mg/dl. Customer reported that they alleged insulin pump was over delivering. Customer was in car accident due to low blood glucose and hospitalized. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported the drive support cap was normal. Customer treated with food, glucose and carbohydrate. The insulin pump and reservoir will not be returned for analysis.